Manufacturer narrative:
Additional information: it was confirmed that the stent graft limb etew2828c82e was implanted to treat a type ib endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm and an additional endurant ii stent graft limb etew2828c82e was implanted as a secondary limb extension approximately four years and nine months later. It was reported that follow up CT approximately seven years and nine years later showed a distal type ib endoleak with the right common iliac measuring 31mm. A secondary procedure was carried out and the right internal iliac artery was coiled and a stent graft limb etlw1610c199e placed to the external iliac artery. Final angiogram showed no evidence of a endoleak. As per the physician, the cause of the endoleak was disease progression of the right common iliac artery. No additional clinical sequelae were reported and the patient is fine.